Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, the pump battery was reported depleting quickly. The customers blood glucose level was approximately 400 mg/dl. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.